Event description:
The customer called reporting she would receive error 4 messages whenever she inserted a strip in the meter. She also found the unit of measure could be changed in this locked meter. There was no report of death, serious injury, or mistreatment.

Manufacturer narrative:
Follow up report will be filed if product is returned for evaluation. Customers and retaillers have been informed through the, fa16may2006 letter.